Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt stated that this was the third time that the controller failed. Pt stated that the controller shut off was it was getting progressively longer. Pt stated that the first time the controller shut off, the controller was off for like a day or more like several hours; pt stated that the second time, it was eight or twelve hours; pt stated that this time it was two and a half to three days. Pt stated that the controller wouldn't start and that they tried taking it apart but still nothing. Pt confirmed that the issue was that the controller wouldn't power on. Pt stated that one day they would get the controller to work again, however during that time they were in excruciating pain and it was a mess. Pt stated that the rep had sent them a loaner unit, but there was no controller and there was just power cords but ps was closed. Pss asked the pt to call ps back once they had the equipment present. Pt stated that the controller was working properly now though however. Pt inquired about purchasing a secondary controller; pss redirected pt to hcp. Pt stated that they needed their controller that was currently working go to the workshop as something was wrong with it as every few months or something the controller would just shut down. When asked for the event date, pt stated that it was during the night friday; pt then stated that it was thursday night. Pss was unclear of the event date as pt had stated right before that the controller would just shut down every few months. Pt noted that managing hcp was their pain management hcp. Pt said that they would call ps back tomorrow with the equipment present. Additional information was received. Pt called back stating their controller randomly goes blank and unresponsive when plugged into the ac power supply. Pt will plug the controller into different wall outlets and reset the controller but pt could not get the controller to turn on. The ac power will have a green light. Pts controller will randomly turn on on its own many hours later after troubleshooting. Pt noted the 3rd time it did this was on friday and their rep shipped them things but not a controller. Pt noted they were so upset and they had a melt down where they were crying so bad. Pt noted their legs were out of control and they put patches on it. Pt wanted a back up controller since they were depended on it and felt abandoned. Pt was redirected to their hcp. Pt noted they cant get pain meds. During call pt verified no damage to the controller battery compartment or to the controller battery. Additional information was received from the pt. Pt called back and stated previous information documented in this case. Pt stated that their system failed the day before christmas eve, and they went through hell over the weekend. Pt stated that their only solution per their hcp was to get a backup controller and the pt signed a prescription for the pt. Pt's hcp informed the pt that their manufacturer representative (rep) had to process the controller case and the rep redirected the pt to pss. Ps redirected the pt back to their rep so that they could process their backup controller. Pt also noted they blew through their medicine. Pt also noted they would return equipment back to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97745 controller (B)(6) revealed a cracked/scratched/worn front case. Screw holes stripped causing case separation, power loss and blank display. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.